Event description:
The nurse reported the pt experienced shortness of breath approximately thirty minutes into the start of two consecutive routine hemodialysis treatments. These were the pt's first dialysis treatments using the nxstage system one. The pt has a prior history of known allergies to levequin, sulfa, and morphine. The filter was changed to a different manufacturer model without further problems for approximately one week before presenting with similar symptoms of sob, and chest tightening. The pt's symptoms subsided with supplemental oxygen. No other medical intervention was required. The pt has received subsequent dialysis treatments with flushing of the filter with additional normal saline prior to initiating the treatment without any further problems.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Facility staff attributed the pt's symptoms to a possible dialyzer reaction. The pt has known allergies to several medications. Pt is now dialyzing using system one with a different manufacturer's filter, flushing of the filter prior to initiating the treatment with additional normal saline, and receiving normal saline flushes every 30 minutes with no similar symptoms. Nxstage medical considers this report closed. No additional info will be provided.